Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction was faulty charged coupled device (ccd). The conclusion was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an image stayed yellow and blurry during inspection for use involving an olympus autoclavable camera head. There was no patient involvement.